Event description:
It was reported when the device was used during a lobectomy procedure, the reload broke when the device was fired and the staples were malformed. The case was completed with hand sutures. There was no patient consequence.